Event description:
It was reported that pump displayed malfunction alarm 16, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections for insulin delivery, was instructed to place pump in storage mode and return it using prepaid label, and was advised that replacement pump would be shipped.